Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported complaint could not be confirmed as not all the device components were returned. The investigation was unable to determine a conclusive cause for the reported difficulties and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other five perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that common femoral arteriotomy closure was attempted using six proglide devices relative to an interventional procedure. Reportedly, the proglide devices did not work as expected. The method of achieving hemostasis was not provided. There was no adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.